Event description:
It was reported that the leads migrated and the patient experienced lack of coverage on pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively with great coverage. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7080814.